Event description:
A (B)(6) old, female, pt, contacted zoll customer support to report that her batteries were not charging. The pt was issued a replacement charger/modem, as well as replacement batteries.

Manufacturer narrative:
Device eval summary: the problem was isolated to the charger/modem. Device eval of charger/modem sn (B)(4) has been completed. The reported problem (batteries not charging) has been confirmed. As received, the charger/modem would not power on. The cause of the charger/modem not powering on was a flash memory failure (components u102 and u105) on the c/a board. An intermittent connection was discovered at pin a23 of the flash memory. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective memory. The pt received a replacement charger/modem, as well as new batteries.